Event description:
It was reported that stent damage occurred. It was noticed that there was a strut lift on the proximal end of a 3.00x38mm promus premier¿ stent. No patient complications reported and the patient is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).